Manufacturer narrative:
The lot number for the device was provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a manufacturing related cause for this event. The investigation is currently underway. Note: this report is the same patient and same product as manufacturer report number 2020394-2011-00094.

Event description:
It was reported that upon deployment, the arms of the ivc filter were twisted. The filter was retrieved during the same procedure without further incident. A second ivc filter was placed; however, the arms of the second ivc filter were also reportedly twisted. This filter remains implanted. It was subsequently reported that the second filter was retrieved seven days later, as it was no longer needed. The filter arms were completely open at that time. No report of patient injury.